Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1204as-90 flipcutter ii (no batch indicator present) was received for investigation. Visual inspection identified that the actuator tube broke from the shaft at the weld proximal to the hub. The cutter pins were retained at the distal end of the actuator tube, although the distal end of the shaft was noticeably warped as if it had broke during oscillation. The observed condition is most likely the result of user applied mechanical forces during use, such as through prying/leveraging while the device was in use with power, as the breakage site at the proximal end of the actuator tube was compressed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during acl all-inside surgery the flipcutter did break off while drilling. It was drilled with appropriate pressure. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.